Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Each individual valve is reported on a separate medwatch.

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve ((B)(4)), the valve dislodged due to a high implant. The valve was pulled back and deployed in the femoral artery. A second valve ((B)(4)) dislodged and was pulled back and deployed in the ascending aorta. A third valve ((B)(4)) also dislodged and was pulled back and deployed in the ascending aorta. A fourth valve ((B)(4)) was deployed in the aortic valve position but dislodged ventricular resulting in paravalvular leak. A fifth valve ((B)(4)) was successfully implanted valve-in-valve. It was noted the hemodynamic instability due to the aortic insufficiency is assumed to be the primary reason for the tavr valves not positioning correctly. It was also reported that the patient had a porcelain aorta. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the surgical replacement occurred seven days post-implant and all five transcatheter valves were explanted. If information is provided in the future, a supplemental report will be issued.